Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, self-test, a21 test and all operating current test due to no act button response. Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose levels were not included in the report. Product is being replaced.